Event description:
New information received notes the patient received programming changes in-clinic on the same day of the initial event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the left ventricular lead exhibited loss of capture and high lead impedance. Programming changes were discussed. The patient was not reported to be symptomatic.